Event description:
Information received by medtronic indicated that the customer had software error detected alarm. Customer was able to clear the alarm and was able to complete insulin pump rewind. Blood glucose value at the time of event was 14 mmol/l. Customer also performed self test and the test was passed. The customer also reported that the trim at the top of the screen was peeling off. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.